Event description:
Literature was reviewed regarding symptomatic loss of cardiac resynchronization therapy. The authors described a patient who was admitted to the hospital for acutely decompensated heart failure with a loss of crt and left ventricular (lv) pacing only. It was suspected that the loss of lv/crt pacing was due to t-wave oversensing (twos) on the right ventricular (rv) channel. Further investigation noted that the twos was induced by the lv pacing algorithm of the device which enhances crt by automatically adjusting parameters with patient activity levels and conduction status. The algorithm was disabled with the device programmed in bi-ventricular pacing and after the reprogramming, no recurrence of twos was noted during follow-up, and the crt percentage increased to 100% and there was no recurrence of hf decompensation. The device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a highly symptomatic loss of crt: what is the mechanism? Pacing and clinical electrophysiology. 2024; 47:786¿788. Doi: 10.1111/pace.14978. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.